Event description:
Pt wears her contact lenses on a 30 day continuous wear basis. Pt reports she wore a new lens for one week and then experienced irritation and went to her doctor. The treating doctor reports the pt was diagnosed with an infectious corneal ulcer o.d. Secondary to 30 day extended wear contact lens use. No culture was performed. The ulcer responded well to treatment with vigamox and was then treated with econopred to reduce scarring.